Event description:
It was reported that the rv lead was capped due to inappropriate shocks caused by oversensing of noise. A dramatic increase in impedance was also reported and a lead fracture was observed on chest x-ray. No further patient complications were reported as a result of this event.